Event description:
It was reported that the guidewire was fractured. A 90% stenosed target lesion was located in the severely calcified and mildly tortuous artery. During the procedure, the lesion was crossed with a guidewire and a microcatheter. When rotawire was advanced, it was noted that the guidewire was fractured in the transition from the radiopaque distal portion to the guide body. The device was removed intact from the patient and the procedure was completed using an alternative method. No patient complications were reported.

Event description:
It was reported that the guidewire was fractured. A 90% stenosed target lesion was located in the severely calcified and mildly tortuous artery. During the procedure, the lesion was crossed with a guidewire and a microcatheter. When rotawire was advanced, it was noted that the guidewire was fractured in the transition from the radiopaque distal portion to the guide body. The device was removed intact from the patient and the procedure was completed using an alternative method. No patient complications were reported.